Event description:
It was reported that a freestyle libre 3 plus sensor would not pair to the ilet after the patient inadvertently started the sensor with the libre app, resulting in the sensor being in use by another device; the user was educated on using bg run mode on the ilet and advised to contact the healthcare provider for alternative therapy if bg run mode was not preferred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an improper setup procedure, and the device component was not applicable to a specific part or subassembly. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."